Event description:
It was reported that the implantation surgery on (B)(6) 2013, was uneventful. Post op x-ray indicated that electrode array had extruded from cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.